Event description:
Pt was having a diagnostic laparoscopy and a conmed 5mm trocar was used to try to enter the peritoneal cavity through a small infraumbilical incision. However the trocar would not penetrate the fascia. The trocar was removed and it was noted that a small piece of the trocar spike, approx 5mm, had broken off and a second protective shield had splayed out laterally but was still attached. Abdominal entry had not been accomplished. At this point the surgeon blindly probed the trocar path with a hemostat but nothing was retrieved. This trocar was taken off the field and a second trocar was used to enter the peritoneal cavity. The surgery was done and at the end of the case the surgeon inspected the laparoscopic trocar sleeve to try to visualize the broken piece of the 1st trocar. It was not found. Pt went to pacu and was discharged in stable condition. About 5 hours after the pt was discharged, she returned to the ed with complaints of bleeding from the umbilical trocar site. A CT scan was done that was negative and the pt was later discharged in stable condition.